Event description:
When opening my biomedic 55 disposable contacts by ocular sciences I noticed a small foreign substance in the saline. It was about 1mmx3mm was clear and looked like a piece of plastic or glass. Info on packet: aspheric contact lens 55uv, d-5.50, bc8.60 lot455354714322, dia 14.20, exp 2018/09. I purchased the contacts at my eye doctor's office. I contacted coopervision but no one responded to my report.